Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. The reported symptom of "pump does not recognize a closed door" was confirmed and was determined to be caused by failed link screws. The failed link screws were replaced.

Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported that there was no patient injury.